Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A cardiac tamponade leading to a procedural abortion occurred where versacross connect access solution containing the versacross connect transseptal dilator, versacross rf wire were used. The versacross connect access solution was used for transseptal. Mid-mid position was confirmed using echocardiogram. The physician crossed the septum, and the versacross rf wire was visible on transesophageal echocardiography (tee) however the physician was unable to identify the location of the wire. A perforation occurred and the patient's pressure dropped. Pericardiocentesis was performed due to tamponade. The procedure was aborted, and the patient was brought to surgery. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for the versacross connect transseptal dilator which is part of the versacross connect access solution. A separate problem report has been submitted for the versacross rf wire which is part of the versacross connect access solution with the report number 3019751610-2023-00020.